Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device, after an unspecified procedure. Reportedly, an unspecified device failure occurred. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unspecified device failure was not confirmed. The device was received in pre-deployed condition, which indicates the reported unspecified failure might have occurred during the insertion and positioning of the device into the artery. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.